Event description:
It was reported to boston scientific corporation in 2007, that a wallflex enteral colonic stent was used in a procedure to treat colonic stricture in the sigmoid colon. According to the complainant, the "[p]hysician placed the first [wallflex enteral colonic] stent... [And] felt that he needed a longer length of coverage so he used a [second wallflex enteral colonic stent]. They placed that stent, and [confirmed placement with fluoroscopy]. The stent looked like it was not attached to the catheter any longer, but when they pulled it out the stent was still attached to the delivery system. [The physician] then placed [a third wallflex enteral colonic], and that stent deployed just fine. [The physician] was able to complete the case with the third [wallflex enteral colonic] stent. However the patient perforated in the middle of the night, and had to be sent up to surgery. The complainant reported that the patient is now stable.

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and the relationship between this device and the cause for this event is undetermined.